Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR.baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics. The cause of peritonitis was unknown. Four days later, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number: h12j11037. An exception was noted for the batch but does not indicate any issues related to the complaint. A review of all batch record documents for potentially associated lot numbers: h12h29057, h12i25038 and h12l18046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, then a follow up report will be submitted.